Event description:
It was reported the patient experienced headaches that started when she switched from tonic to burstdr. This was reportedly due to the therapy being ineffective, this issue was resolved by educating the patient on burst and adjusting therapy. Surgical intervention is planned as bte trial was successful.

Event description:
It was reported during follow up the patient underwent surgical intervention during which the ipg was explanted and replaced. Surgical intervention addressed the issue.